Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The iab was inserted into the pt on 2/25/97. On 3/4/97 after iabp for 166 hrs, "coffee ground" specks were noted in the tubing and back to the safety disk. The iab was removed. No second was inserted. On 7/7/97 datascope was notified that a result of the event, the pt had ischemia. On 8/19/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - rpt'd 3/7/97; ischemia - rpt'd 7/7/97. Pt current status: discharged - rpt'd 7/7/97